Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a emerge¿ balloon catheter with a different size. No patient complications were reported and the patient's status was stable.